Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a measured value of 68 after dinner while using the ilet and treated it with oral glucose tablets, achieving a safe range; the cause of the event was unclear and device problem details were insufficient. Symptoms included hypoglycemia with fatigue and weakness. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.